Event description:
It was reported that on an unknown date, a 36mm amplatzer septal occluder was chosen for implant using an unknown delivery system. The 16 year old male had a very complex asd and that it was likely not closeable. After 2 separate failed non-abbott device attempts, the 36mm amplatzer septal occluder was attempted, it got failed. Finally a 32mm amplatzer septal occluder was implanted. The stability check was not performed at the discretion of the implanter. That was a independent case and based on the pre-procedural imaging and procedural imaging abbott employee informed the implanting physician that they would not have recommended amplatzer asd placement in this patient due to the bald aorta and that was independent attempt was outside our instructions of use (IFU) guidelines for retro-aortic rim. The device was successfully implanted. On an unknown date, it was noted that the device was embolized and the patient went to surgery for device extraction. The patient had a catheter based closure up front. The patient was reported stable.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information and cine review, the cause of the reported device embolization appears to be related to a combination of patient and procedural conditions (challenging anatomy). The reported surgical intervention was result of case-specific circumstances as the device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 36mm amplatzer septal occluder was chosen for implant using an unknown delivery system. The device was successfully implanted. On an unknown date, it was noted that the device was embolized and the patient went to surgery for device extraction. No additional information was provided.